Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings:force sensor calibration reading is below specification the pump was opened and the force sensor resistance found to be above specification. Contamination was found on the sensor plate and the spoke shim plate was dimpled. Time and date was accurately set at start of investigation. Performed pump rewind, load, and prime with no alarms. Pump was exercised for 24 hours on a 1 unit per hour basal rate with no occlusions duplicated. Pump booted to the verify screen with dim pink contrast. Pump cover was removed and the oled screen was removed and replaced with a new test screen, contrast returned to normal with test screen.

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a force sensor out of calibration, force sensor plate contaminated, and a dim display. This report is made based on the results of an investigation completed on (B)(4) 2013.